Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01385. It was reported that the patient presented in emergency room with ischemic cardiomyopathy. The patient¿s ventricular tachycardia (vt) episode was unsuccessfully defibrillated after two shocks. The vt broke on its own. The patient experienced shortness of breath and dizziness before the device discharged. The patient was induced into ventricular fibrillation by using direct current induction method. Multiple inappropriate shocks and noise were observed on the right ventricular lead. The physician suspected lead fracture. The patient was given life vest to wear until the lead get replaced. The lead was explanted and replaced on march 7th, 2018. The patient¿s condition was fine throughout the procedure.